Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise. The system therapy was programmed off and the clinic will assess the system again later. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding electrode revision. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks due to oversensing of noise. The system therapy was programmed off and the clinic will assess the system again later. There were no additional adverse patient effects.